Event description:
The account alleged that the knee is running down unintentionally. No injuries reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.